Event description:
Attempted to shock patient with defibrillator and nothing happened/device did not fire. Tried again a few seconds later and the device worked. No injury to the patient. Hospital clinical engineering dept inspected and tested the device. No problems found.